Manufacturer narrative:
The manufacturer's investigation concluded that a field safety corrective action was required ((B)(4)), and was issued to the regulatory authorities on 16th december 2015, and to affected customers on 18th december 2015. The issue is only in the vmat module. Therefore the field safety notice (fsn) 806-01-etp-001 was only sent to the vmat users of oncentra external beam. The important field safety notice 806-01-etp-001 has been sent to the users of the vmat module. The fsn contains the instruction to perform proper qa, which is already part of the standard instructions of oncentra external beam. In addition it contains a work-around, which is to turn of the tumor overlap fraction option, after which the issue does not happen. A software update patch oncentra external beam 4.5.2 is in preparation to correct the reported issue. The software update patch is planned to be rolled out in q2 of 2016. When the software update patch is implemented the workaround is no longer needed.

Event description:
A treatment plan of a lung patient optimized with vmat (module of oncentra external beam) had an incorrect optimization. This resulted in an open mlc and open jaws in areas away from the target volume. This resulted in a higher then intended dose outside the planned target volume. The manufacturer prescribes plan qa on open mlc and open jaws which should have uncovered the issue. From the information provided by the hospital, the patient treatment plan was 80 gy with 1.6 gy/fraction (2 fractions/day). The patient received 12 fractions (19.6 gy) before the issue was discovered. The manufacturer cannot accurately estimate if there is any patient risk, for this more information is needed from the hospital. The hospital indicated that after they changed the treatment plan, the plan was good. There is no indication of serious injury for the patient.

Manufacturer narrative:
Manufacturer's preliminary investigation: the issue can only occur under very special circumstances: the issue only occurs when the functionality tumor overlap fraction is used. The issue occurrence is dependent on the selected tumor overlap fraction value. For some values the error occurs and for others it doesn't. The issue only occurs for vmat. The issue occurs randomly at a low frequency, however no pattern has been seen. If the issue occurs the target volume seen by coreorbit will be the actual target volume plus any part of any oar roi, regardless if the oar overlaps the actual target or not. The target volume as seen by coreorbit cannot become smaller than intended due to the error. The issue is only in the vmat module. The issue is in the original vmat coded. This is the first mention of this issue. The manufacturer's investigation is ongoing. Further details will be provided once the investigation has been completed.

Event description:
A treatment plan of a lung patient optimized with vmat (module of oncentra external beam) had an incorrect optimization. This resulted in an open mlc and open jaws in areas away from the target volume. This resulted in a higher then intended dose outside the planned target volume. The manufacturer prescribes plan qa on open mlc and open jaws which should have uncovered the issue. From the information provided by the hospital, the patient treatment plan was 80 gy with 1.6 gy/fraction (2 fractions/day). The patient received 12 fractions (19.6 gy) before the issue was discovered. The manufacturer cannot accurately estimate if there is any patient risk, for this more information is needed from the hospital. The hospital indicated that after they changed the treatment plan, the plan was good. There is no indication of serious injury for the patient.